Event description:
One day post implant, pacing anomaly was observed. X-ray revealed lead perforation. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.